Event description:
Patient was diagnosed with cranial hardware failure. During revision procedure, upper and lower plates of the clamps were removed and replaced with other plates and 4mm screws.

Manufacturer narrative:
This information has not been provided. Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.